Event description:
It was reported that the unit was not inflating properly. Evaluation found the power cord had been damaged and internal wires were exposed. No pt involvement or adverse consequences were reported.